Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On 03/01/2025, it was reported that the patient missed an alert because of no audio output (no audio alarm) from the app. The patient uses insulet omnipod5 in modified closed loop. Per documentation, dexcom did not alarm her when she was hypoglycemic. She was asymptomatic before seizure. A friend called the ambulance and she was rushed to the hospital. She did not recall the bg or cgm but remembered the values were within the device specification for accuracy. The patient was given keppra for the seizure and carbohydrates for hypoglycemia reversal. She was discharged in less than 12 hours with a bg around 100 mg/dl. She was fine during the report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.